Manufacturer narrative:
The returned device was evaluated and the pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. A rotational sensor abnormality was observed. First prime ended prematurely, lasting only 20 pulses. After 30 total priming pulses, the ratchet gear did not align with the release bar, and the needle mechanism remained undeployed. The pod was reset and reran without incident. No damages or deficiencies were observed that would contribute to the rotational sensor malfunction. The root cause of the rotational sensor malfunction and subsequent needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed and the pods pink slide had failed to move forward at activation.